Manufacturer narrative:
One 75 mm tacticath quartz contact force ablation catheter was received for evaluation. The device did not meet specifications during a shaft leak test and an irrigation leak test. Further investigation revealed dried saline residue in the distal shaft and fluid ingress proximal to the deflectable area of the shaft, consistent with the failed leak tests and with the reported event. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the detected leak remains unknown.

Event description:
This report is to advise of an event observed during analysis confirming a fluid leak.